Event description:
According to user facility, it was reported that the introducer was inserted into the patient and after insertion of the needle, the introducer broke apart inside the patient. The broken portion of product was removed from the patient. No incident related medical sequela was reported.

Manufacturer narrative:
Customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.